Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00292.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis. The surgeon stated that the screws selected for use during the initial procedure were not long enough to facilitate fusion so the screws were removed and replaced with longer screws. This is report one of two for this event.